Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the press insulin pump¿s buttons multiple times for response, randomly stops delivery insulin, declined battery life, battery and compartment entries chipped. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The devices will not be returned for analysis.